Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the force bipolar instrument was damaged. Initial report indicated that a wire or cable was broken. There was no report of fragment(s) falling inside the patient. The procedure was continued with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.